Event description:
I started my express invisalign treatment on (B)(6) 2012. In (B)(6) 2012, I began to experience breast pain. I made an emergency appointment with my doctor a surgeon, and he performed an ultrasound. He located multiple cysts in my breasts and performed needle aspirations on both. Ouch!!!!!!!!!. The cysts were benign thankfully. Some days later, I had a mammogram done. I was unsure of the outcome, and much to my dismay, I received a letter from the radiology center stating that something was abnormal or suspicious. So, I had to return to the radiology center and have a radiologist review my mammogram results. The outcome was the following: there was a change in a cyst that caused suspicion. He suggested that I get a biopsy of it to rule out malignancy. On (B)(6) 2012, I had a breast biopsy performed. Again, ouch!!!!!!!!. From looking at the ultrasound, my doctor assured me that the solid mass looked benign about 99%. I received the results on (B)(6) 2012. The result was negative for malignancy!!! Whew and hallelujah! I have a follow-up appointment scheduled for (B)(6) 2012. Sometime ago, I read about studies regarding the composition of plastics bpas, phthalates, etc., and breast cancer. I saw that invisalign doesn't use bpas, but its composition is (B)(4). So, I have to wonder, could the plastic composition of invisalign be a contributing factor in my health issue. I think there is a correlation. The plastic/composition of the aligners can be hazardous. I have one month left in my invisalign treatment, thankfully. I hope that I will see a positive change in my health after I stop using invisalign. Amount: 10 aligners. Frequency: wear each for 2 weeks. Reason for use: fix shifted teeth. Event abated after use stopped or dose reduced: no.